Event description:
It was reported that the user experienced hyperglycemia while using the ilet and inquired how to pause the system to administer manual insulin, with blood glucose reportedly above 300 mg/dl for a few hours and no device alerts noted. Symptoms included elevated blood glucose without reported ketosis, loss of consciousness, or other acute complications. Outcomes included use of backup therapy and self-management without medical intervention or assistance from others. Investigation included troubleshooting and education on pausing the ilet and guidance to remove and replace the infusion set when able. Investigation of this case revealed no device alarms and an unclear cause for the hyperglycemia, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.